Event description:
The physician had a difficult time loading the needle into the endo stitch. They obtained another product and it worked fine and loaded without difficulties. (Per operating room staff).